Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a beep anomaly; the device would not make noise or warn him that insulin was getting low. The patient's blood glucose at the time of incident was 177 mg/dl. During troubleshooting the insulin pump passed the self test. The insulin pump was not returned for analysis at this time.